Manufacturer narrative:
The device was received for evaluation. During evaluation, system error 322 (link switch error (low)) was identified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the link and lower switch not engaging properly. The link and lower aux switches requires readjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.